Manufacturer narrative:
(B)(4). Date sent: 10/18/2019. Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic bile surgery, the "brackets" did not hold. They appear to be ejected sideways. In the first surgery, the "brachets" had just stopped in the tissue. The surgeon also thinks he saw intraoperatively the "branches" of the device were bent apart and crossed at the front. About fifteen clips were placed on the patient side. The patient felt unwell post-op and blood levels were not ok. A CT examination followed and it was determined that the patient had to be reoperated. In the reoperation surgery, the "braces" (three loose clips) were found in the abdomen. It is unknown if there were any patient tissue factors that contributed to patient's post-op condition. No further additional information available.